Event description:
Elevated advia centaur xp total hcg pt results were obtained by the customer for two pt samples. The results were from x200 dilution which did not match the neat results. A redraw was performed for pt 1 after the physician questioned the elevated result. The result of the redraw was low. The sample for patient 2 was repeated and the result was low. The customer was unable to reproduce the elevated results. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the elevated total hcg results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection. Analysis of the instrument, and instrument data indicate that the cause for the elevated advia centaur xp total hcg pt results is unk. The instrument is performing within specification. No further evaluation of the device is required.